Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the power flex circuit was damaged. Connector jp4 had shorted and pin # 2 ,3 and 4 were burnt. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had burnt marks on the connections of the ventilator. It is unknown at this time whether there was any patient involvement associated with this complaint.